Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this site draws blood from students. They had one tube in november that did not separate when centrifuged and had another yesterday that did no separate. Centrifuge will be inspected next week. They will not be drawing any blood until after the first of the year. They are not sure what happened. They say they mix 5 times upon drawing and centrifuge for 10 minutes. I will check back with site after the new year when the centrifuge is serviced."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube."

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this site draws blood from students. They had one tube in november that did not separate when centrifuged and had another yesterday that did no separate. Centrifuge will be inspected next week. They will not be drawing any blood until after the first of the year. They are not sure what happened. They say they mix 5 times upon drawing and centrifuge for 10 minutes. I will check back with site after the new year when the centrifuge is serviced."